Event description:
It was reported by the customer on (B)(6) 2010 that the physician using the device on his microscope noticed a bright screen flash while he was performing his operation and looking through the microscope. After inspecting the aura aepf lens, it was confirmed that 532 of laser light was passing through where the coating had peeled off (almost half the coating was missing on both lenses). Per the customer, the lenses were unable to be cleaned and it was highly unlikely that any contaminations (i.e., fluids, etc.) Had gotten anywhere near the aepf. Once the lenses return to ams, a failure analysis can be conducted by an american medical systems quality engineer.